Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that he had a prior history of inappropriate device therapy for atrial fibrillation (af). Follow-up was attempted with the physician for intervention; however, no additional information could be obtained. The device status currently shows as explanted and replaced. No further patient complications have been reported as a result of this event.